Event description:
A distributor in japan reported on behalf of a healthcare facility that two rt380 adult dual heated evaqua2 breathing circuits were found with a crack on the expiratory limb. The distributor also reported that the subject circuits were in use for approximately one month. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: includes the device details for one rt380 circuit. The device details for the second affected unit remain unknown. Method: the subject rt380 adult dual heated evaqua2 breathing circuits were not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the photographs and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photographs confirmed that the subject rt380 adult dual heated evaqua2 breathing circuits had visible cracks on the expiratory tubing. Conclusion: without the return of the subject rt380 adult dual heated evaqua2 breathing circuits, f&p healthcare's investigation was unable to determine the root cause of the reported damage. However, based on the provided photographs, it is likely that the damage to the rt380 breathing circuits may be associated with the circuit being used for one month, which exceeds the maximum recommended use duration of 14 days as stated in the user instructions. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: do not use beyond 14 days maximum duration of use. Visually inspect breathing sets for damage (e.g., a crushed tube or cracked connector) before use, and replace if damaged. Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure. Check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.